Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Due diligence was being performed for this event with additional information provided. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. It was observed that there is a black rubber like material protruding from the air/water nozzle. The nozzle was clogged with the foreign material. Due to the presence of the foreign material, the water flow, water removal, air channel volume, and water channel volume were below standard and failed. A comprehensive leakage check was completed, the device was not leaking. Other observations for the device are down angle is not to specification and image is misty. A minor repair is required to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of blocked air/water channel. The issue was noted during reprocessing. The device was returned without completing the reprocessing steps when the issue was noted. Only manual reprocessing was performed. There is no patient involvement. The device did not fail during the procedure previous to the reprocessing. Upon evaluation of the returned device, it was observed that there is a black rubber like material protruding from the air/water nozzle. The nozzle was clogged with the foreign material. Due to the presence of the foreign material, the water flow, water removal, air channel volume, and water channel volume were below standard and failed. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.